Manufacturer narrative:
The evita xl was checked on site according to manufacturer's test certificate by a drager technician, but no device failure could be found, the device passed all tests. The statistical logbook was evaluated, and showed that the evita xl performed a warmstart because the internal monitoring detected a too high airway presure situation. As it was not possible to release the airway pressure to ambient, it opened the emergency valve. Opening the emergency valve is accompanied by a warmstart with an acoustical alarm. The device will briefly power off and then back on. During this time spontaneous breathing is always possible. In the event of an unsuccessful warmstart, a continuous audible alarm is activated and the emergency-breathing valve remains open allowing for spontaneous breathing. It was concluded that the evita xl has reacted on an airway obstruction as specified. The device did not switch off as initially reported, but performed a warmstart.

Event description:
It was reported that a pt was ventilated by an evita xl when the equipment turned off by itself without sound of alarm. The nurse was alarmed by an spo2 alarm from a signal vital monitor. The pt was in a cyanotic state. After this event, the pt's clinical situation became worse, and he dies one day later. The device was checked according to manufacturer test certificate, but no device failure could be found.